Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Visual inspection of the box reamer confirms corrosion on the cutting blades and peeling of the nitride coating. Review of manufacture history shows that the part was manufactured to specification and likely left biomet conforming. This instrument has likely been used and sterilized numerous times which could contribute to the event, however, as it is unknown how many times the instrument has been sterilized and proper sterilization methods were reported to be used, a definitive root cause cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device requested, not yet received.

Event description:
During a procedure, it was found there was corrosion on the reamer. The reamer was not used during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.